Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the interlock was bent and there was damage on the cartridge. Visual inspection noted the loading unit was received with a cartridge loaded in it. Functionally, the unit was connected to the returned adapter and a representative handle and it was recognized as having a used cartridge. The cartridge was removed and the handle said the loading unit had 11 procedures remaining. A piece of the loading unit came off. The interlock was noted to be bent. The product analysis noted evidence that the device was not used as intended. This issue can occur if device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, the adapter stated that the reload was incompatible with the tissue it was being applied to. The device first indicated that the reload was good then failed stating that the reload was inadequate, going from 1 to 3. Another adapter was used to complete the case. There was no patient injury.